Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump touch screen was intermittently delayed in responding to presses. Customer's blood glucose level was 244-300 mg/dl. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.